Event description:
Title: comparison of mechanical cutting and combined cutting thoracoscopic dissection of intersegmental plane. Authors: huang fa yang linyong li yuanhang chen xinfu. Citation: fujianmedj, october2022, vol.44, no.5. The aim of this study is to compare mechanical cutting and energy platform combined with mechanical cutting thoracoscopic separation of intersegmental plane. From october 31, 2020 to september 30, 2021, a total of 60 patients who met the conditions were successively divided into the complete use of mechanical group and the energy platform combined with mechanical cutting group according to the operation time 30 cases in each group. Project mechanical cut group has 19 females and 11 males with the mean age of 52. 57 ± 8. 87 years while platform with mechanical cut group has 15 females and 15 males with the mean age of 59. 00 ± 11. 78 years. For the mechanical cutting group, johnson & johnson cutter stapler was completely used to separate the intersegmental plane; for the mechanical cutting combined with energy platform group, electrotome or harmonic scalpel was used to separate the intersegmental plane towards the hilum, and johnson & johnson cutter stapler was used to completely divide the lung segment after the hilum. The mean duration follow-up was not reported. Reported complications: cutter stapler (ethicon endosurgery): harmonic scalpel (ethicon endosurgery): (n=1) patient with combined incision had postoperative chest tube leakage for more than 7 days (leakage for 9 days), which was considered to be possible intersegmental plane leakage. Treatment: not reported but the patient was discharged 14 days after operation. In conclusions, the safety of energy platform combined with mechanical cutting to separate the intersegmental plane is equivalent to that of complete use of mechanical cutting, and the use of staples is reduced, with good social and economic benefits.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. B3: publication year of 2022. D4 batch#: unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.